Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The pt was talking extremely fast, was hard to keep focused, and agent had a hard time understanding the pt at times. Agent did best to document all information given. The reason for call was pt stated they have to reset the controller when they are charging the implant, they have to push the battery in the controller and squeeze the controller while charging, and the screen goes black while charging. Pt stated they are having issues with both controllers and they only have 1 recharger even though they have 2 implants. Pt stated they have to 'finagle' the recharger and the cord has to be flat in order to charge. Pt added that yesterday, they had to 'go through 2 batteries' and had to charge the implant for 8 hours (agent understood pt charged the controller 2 times in order to charge the implant). When asked event date - pt stated going on for quite some time, for a week starting monday. 2022 cervical ins - agent had pt reset the controller. The pt then stated that they cannot connect to ins wirelessly with this controller. Pt started to charge the implant without agent asking to do so- pt stated they see no device found even enough though pt stated they knew ins was charged. The pt then stated that the screen went black and unresponsive when they tried to press up/down arrow. The pt added that if the isn gets below 30%, the ins takes a whole day to charge. 2023 ins - agent had pt reset the controller and agent understood pt saw the set up for implant screens. Agent recommended to not continue on the set up for implant process. Historical events: the pt reported that the 2 implant batteries were implanted too close together and it has been causing interferences. During the call, pt mentioned that they have worked with reps (agent understood the reps may be aware of the reported issues - agent did not ask notify date as the pt was talking very fast and agent was trying to keep the pt focused on troubleshooting). The pt stated they have a meeting with manufacturing rep and hcp on (B)(6). Agent reviewed for pt to bring all external equipment to the appointment to pair controllers with the appropriate ins. Agent sent email to repair to replace controller and 2 rechargers. No symptoms were reported. Patient called back saying they spoke with their rep about the issues and the rep wanted patient to call to see if there was any labeling saying the implants can't be impl anted too close or they'll interfere with each other. Patient repeated they have one scs on their front right side and one scs on their back right side and when they try to use the equipment, the stimulators were too close together and caused interference. Patient said when they go to charge one scs, the other one shuts off automatically. Agent could not find labeling regarding having 2 scs close to each other and redirected to continue working with hcp/rep.

Manufacturer narrative:
Patient product ID: 97755, product type: recharger, product ID: 97715, lot#serial#: (B)(6), product type: implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.